Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens -15.5/+2.5/083 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a same length different sphere/cylinder/axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).